Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as surgical damage. Broken plug strap assessed as unidentified (tear) opening no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation "because of a valve failure". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation "because of a valve failure". Device has been explanted.